Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. The device was not returned to olympus for evaluation. Based on the available information, the investigation determined the likely cause of the reported event was an abnormality in communication between the endoscope and the system due to failure of the scope socket of the clv-190.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported that a "b30," scope communication error was generated when using the subject device with multiple scopes. The problem, as reported to olympus, occurred during preparation for use. The subject device was replaced with another light source in order to complete the procedure. The intended procedure was completed with no delay. There was no patient injury that occurred associated with the event.